Event description:
Caller reported a potential false negative urine hcg result with consult diagnostics hcg dipstick vs. Positive results with home pregnancy tests and at a another clinic. A distributor called and reported that a customer informed him that a sample from a 27 year old female patient gave negative results after the patient had tested positive on several home pregnancy tests. The patient's sample at the clinic using the consult diagnostics hcg dipstick gave negative results. The patient went to another clinic and got positive results. The patient's last menstrual period was on (B)(6) 2013. No further patient information was provided. Per caller, no quantitative serum hcg results were performed.

Manufacturer narrative:
Investigation pending.